Manufacturer narrative:
Date of event: only event year is known. 510k: this report is for an unknown plates: tubular/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in the year 2020, that the patient was experiencing post-op healing issues. On (B)(6) 28, 2020 the doctor ordered a small fragment set (titanium) for a fibula fracture. Titanium was required as the patient was suffering from a nickel allergy. The ancillary was delivered, but the sterile plates were missing. They had to use a fibula plate from their local inventory which was in inox. The post-op wound will not heal. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown plates: tubular. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon planned to perform the ablation of the syndesmosis screw on (B)(6) 2020 and will do bacteriological and anatomopathological analyses.